Manufacturer narrative:
The biomed was contacted for the event date and he said that he is not sure, but he thinks it's closed. The complaint date (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrences. The customer reported there was no patient involvement.